Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a surgery, the anesthesiologist was having more and more trouble ventilating the patient and decided to re-intubate the patient. After removing the original tube and checking the balloon on it, it was found to have a large bulge out the side, causing compression on other parts of the airway.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The failure cuff distortion was confirmed in the received sample. Manufacturing process was reviewed and currently, there is no potential risk and the below conditions were found. An inflation test is performed for all products. The operator inspects all products for leaks and hernias and segregates the defective parts. All manufacturing controls were found acceptable and effective to detect the reported failure mode. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.